Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is inconclusive due to poor sample condition. One photo sample of a (B)(4) was returned for evaluation. The catheter was shown held by a person. A section of the catheter was visible in between the points at which it was being held. A dark spot was observed on the catheter but characteristics of the surface could not be clearly observed due to the quality of the photo sample provided; therefore, the complaint is inconclusive due to poor sample condition. A lot history review (lhr) of rebq0831 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq0831) have been reported from the same (B)(4) facility.

Event description:
It was reported that patient was placed with the catheter and the hourglass phenomenon in vitro occurred after the catheterization for 15 days. The catheter was normally used on the patients by trimming in vitro. There was no inadequacy of the operation in the clinical feedback, and the occurrence of hourglass phenomenon had a very short time from implanting the catheter and during that time.